Manufacturer narrative:
Device evaluation: returned device was received in good physical conditionwith a sctatched screen. Evidence of reported problem in event log was found. During the evaluation the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor.the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited " lec 1720". No reported adverse effects.